Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 17-nov-2025. The customer reported that I-stat 1 downloader recharger (drc) s/n (B)(6) was overheating, resulting in damage to the following I-stat 1 analyzers (s/ns (B)(6)) under incident reference (B)(4). After being placed on the drc, all three analyzers failed to power on and emitted a burning-metal odor. The investigation confirmed the customer's complaint, although the warm-to-touch condition and burning smell could not be reproduced. The failure of components d14, d1, and q1 on the main board of drc s/n (B)(6) likely contributed to the elevated temperature, the analyzer's inability to power up, and the burning odor reported by the customer. A deficiency has been identified. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No corrective or preventive action is required at this time.

Manufacturer narrative:
Apoc incident# (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care (apoc) was contacted by a customer reporting a downloader, sn (B)(6) become overheated and damaged three I-stat analyzers and would not power up. The cusotmer states that the analyzers were using ultralife 9v batteries and rechargable batters as the power souce as recommended and failed safe. Product is being replaced and returning for investigation. There are no injuries associated with this event. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.